Event description:
A patient expired and hospital personnel called phillips for help in obtaining logs to determine if alarms were turned off or suspected during the event.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event, and this complaint is still under investigation.